Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the patient has stopped feeling stimulation. She is unable to increase to any amplitude level past perception. The patient has 13 programs, all but one of them have multi-stimulation programs. Program 9 has single stimulation, it provides stimulation. A meeting with the patient is planned to resolved the issue. No further information is available at this time.